Manufacturer narrative:
The disposables involved in the procedure were discarded by the site and lot number was not known. The site was offered additional applications training but declined the offer. Bayer service responded to the site and performed an injector check. Product analysis investigation of injector parts replaced during the service visit is in progress. A follow up report will be submitted when the investigation is complete.

Event description:
The customer reported the following: a CT of the chest, abdomen and pelvis with contrast was performed on a (B)(6) female outpatient. Contrast injection using a stellant injector (serial (B)(4)) was initiated via a right anterior chest bard power port, accessed using a bard power loc max needle. At the end of the injection 10 ml of contrast medium and 30 ml of saline extravasated into her right chest area. She complained of burning and swelling at the port site. The port was found to have been damaged and the patient will have the port removed and a new port placed. No further information was provided by the site.

Manufacturer narrative:
Bayer service responded to the site and performed an injector check. Two printed circuit boards were replaced by service as a precaution and the injector was found to perform to specification. Product analysis investigation of the returned printed circuit boards found them to perform to specification. There was no malfunction found.